Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since product was not returned, it has not been possible to determine the root cause of this event. However, it might have related problems with the captor valve iris or the silicone discs. Internal actions were implemented and this specific device was manufactured before implementation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: a (B)(6) female patient had undergone taa repair with left approach. Peel-away sheath was removed with following the instruction. Flushing from stopcock was performed during preparation as labeled, then large amount of water leaked from the valve. However, since the sheath and dilator were able to be flushed after injecting approximately 150 cc of water, the physician decided to use the device on the patient. When he attempted to withdraw the dilator after deploying the stent graft, large amount of blood leaked from the hemostatic valve. A balloon was inserted into the valve though, blood leakage would not be reduced much. Then, the sheath was removed and another manufacturer's sheath (dryseal sheath/ by gore) was used instead to continue the procedure. The same event occurred on tbe-32-80-pf ((B)(4)) during the same procedure ((B)(4)). Additional information received 16jun2014: extension tbe-32-80-pf ((B)(4)) was additionally placed to treat type ia endoleak confirmed after placement of zteg-2p-32-120-pf ((B)(4)). The endoleak was resolved with the additional extension placement. Patient outcome: there have been no adverse effects to the patient reported.